Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2016, the customer received the following results on the compact plus system within 10 minutes: "lo" mg/dl, "lo" mg/dl, and 176 mg/dl. On (B)(6) 2016, the customer received the following results on the compact plus system within 10 minutes: "lo" mg/dl, "lo" mg/dl, and 158 mg/dl. No adverse event reported. The "lo" mg/dl result on the system indicates a result of less than 20 mg/dl. The same test strips were used for both events. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.